Manufacturer narrative:
Based on the current information provided, the cause of the alleged post-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures and site reviews have shown that no complaints were filed against the instruments. A review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient experienced a bronchial leak, drainage was performed, and the patient was hospitalized for about a month as a result. Although there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, the cause of the post-operative complication is unknown. Follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. There was insufficient product information available to determine the manufacture date.

Event description:
It was initially reported that after undergoing a da vinci-assisted pulmonary lobectomy procedure, the patient experienced a post-operative bronchial leak. No further clinical information was provided. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the surgical procedure was recorded on video. However, a copy of the video is not available for isi to review. No malfunction of a da vinci system, instrument, or accessory occurred. There were no intra-operative complications. The surgical procedure was completed robotically as planned. As a result of the post-operative bronchial leak, drainage was performed and the patient was hospitalized for about one month. The surgeon did not know the cause of the post-operative complication.